Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed with a radio frequency error. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the radio frequency error. The insulin pump failed the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Radiofrequency failed self-test alarm during self-test due to faulty connector on radiofrequency board. The insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump received with minor scratched display window and cracked reservoir tube lip.